Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under-infused gentamycin during delivery. The registered nurse (rn) (B)(6) the gentamycin dose in a non-baxter 10 ml syringe. The pump was programmed for 13.2 mg in 6.6 ml over 30 minutes; however, the rn selected a different syringe in the pump program than what was attached to the pump. When the pump alarmed infusion complete, there was 1.9 ml left in syringe. The rn delivered the remaining drug as a flush, then infused the flush as a basic infusion over 10 min. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.